Event description:
It was reported that after a hemorrhoidopexy procedure, after approx. 4 days post-operatively, pt developed heavy bleedings that required reanimation. A blood transfusion was required and the pt was in intensive station. There was no further consequence to the pt reported.